Manufacturer narrative:
Initial.

Event description:
It was reported that during cartridge preparation the red plunger dislodged from the bottom of the insulin cartridge after the user expelled air and filled the cartridge with approximately 1.8 ml, consistent with a cartridge integrity or assembly issue. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention and no alarms. Investigation included customer troubleshooting and education. Investigation of this case revealed a user report of a plunger displacement and possible leak consistent with a cartridge mechanical failure. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate due to insufficient evidence to confirm a specific mechanism.